Manufacturer narrative:
The alleged event was able to be duplicated. In-house performance test was conducted and found the set screw was loose. It was confirmed that when the screw was tightened too much, the floating lever would stick. The rc-p drawing was revised to allow for a shorter length screw. In addition, red loctite criteria was added and will be applied to the screw during installation of the rc-p assembly.

Event description:
The rim control is sticking and not coming back to center. The client allegedly drove into a brick wall causing injury.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
The rim control is sticking and not coming back to center. The client allegedly drove into a brick wall causing injury.